Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros amon quality control results were obtained from non-ocd biorad quality control fluids processed using a vitros 5600 integrated system. A definitive root cause could not be determined; however, the investigation concludes that this event was most likely instrument related. Following completion of maintenance actions, improved vitros amon quality control performance has been maintained using the same vitros amon reagent lot. There is no evidence to suggest a malfunction of the amon reagent.

Event description:
The customer complained that non-reproducible, higher and lower than expected vitros amon quality control results were obtained from non-ocd biorad quality control fluids processed using a vitros 5600 integrated system. Biorad l3= 183.2, 280.635, 180.528 vs. Expected 230.7 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results had been in question; however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).